Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's implanted scs lead migrated. Consequently, surgical was taken, however, during the procedure the physician decided the epidural space was too tight to add a lead. Nothing was implanted or explanted. No complications reported.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.